Manufacturer narrative:
Additional components potentially involved in the event include: common device name: small curve delivery sheath kits, model: mn12150, UDI: (B)(4) , serial: (B)(6) , batch: n/a.

Event description:
It was reported that of the patient's anchors (included in the small curve delivery sheath kit) migrated during the implant procedure on (B)(6) 2023. Investigation was unable to determine which of the anchor attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.